Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger of the battery oscillator device was blocked, jammed, moving heavily and sluggish. It was further determined that the device failed pretest for trigger test. It was noted in the service order that the malfunctioned and could not be operated. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Correction: upon further investigation, it was determined that 8030965-2018-53664 is a duplicate of 8030965-2018-50372. Please reference report 8030965-2018-50372 for all reporting information regarding this event.